Manufacturer narrative:
One probe was returned for evaluation. The sample was visually inspected and deemed to be nonconforming. The cannula needle was bent approximately 10 degrees. An actuation and cut test were performed and deemed nonconforming. The cutter was not observed during testing at all in the port and there was no cutting movement. The probe was disassembled and the components inspected. There was approximately five minutes of wear on the inner cutter when compared to the cutter wear visual standards. The outer needle was broken at the stiffener, with the inner cutter pinched at the same area. A device history record review was conducted and the product was released based on the product¿s acceptance criteria. The root cause for the actuation failure was from the broken outer needle. The reason for the broken outer needle could not be determined from this evaluation. The most likely cause for broken needle was from handling, and based on both visual and functional testing, this damage would not have occurred during the manufacturing process. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that an actuation failure occurred during a vitrectomy procedure. The status of the aspiration function was not known. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.